Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker experienced migration. It was determined to have most likely been caused by a cardiovascular surgeon who placed the device sub-muscular due to frequent patient's complaints of pain at the incision site scar and cosmetic appearance. The device was explanted. No additional adverse patient effects were reported.